Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Report that system did not display an image after exposure. Possible distorted image on monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction or image quality issues. System operating within specification and event log showed no errors. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.